Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone13.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient experienced elevated blood glucose levels and a skin reaction at the infusion site on the arm after approximately 58 hours of pod wear. No specific blood glucose levels were reported. The mother reported skin symptoms including redness, swelling, and pus discharge at the infusion site. The patient¿s mother reported consulting a healthcare provider via telephone, who diagnosed an infection. No specific treatment was reportedly prescribed, and the infection resolved on its own with monitoring. No in-person medical evaluation was reported.